Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The nail has not been removed from the patient. The surgeon has elected not to remove the nail at this time. He will continue to monitor the patient and remove the device at a later date if needed.

Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, an x-ray analysis revealed a broken trochanteric fixation nail advance (tfna) nail. The nail was broken through the helical blade hole. The patient originally underwent open reduction internal fixation (orif) hip last (B)(6) 2018. There is no plan set for revision as of yet. The surgeon notified sales consultant that he is not going to do anything at this time. He plans on seeing the patient back in 2 weeks. He will then get a computerized tomography (CT) to access the femoral head and possibly schedule a total hip arthroplasty. The broken nail was picked up in postop follow-up. Patient consequence is unknown. Concomitant devices reported: unknown helical blade (part# unknown, lot# unknown, quantity# 1); this report is for one (1) unknown nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant device: screws (part/lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. The implant was not returned and investigation will instead be based on the supplied image. The image (1 total) was reviewed and the complaint condition for broken post-op for the nail was confirmed as the image shows the breakage through the proximal hole. As the implant was not returned an as received, dimensional, material, or drawing reviews are not applicable. A device history review could not be performed as the lot number could not be determined from the supplied images. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. Risk document review was completed. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.